Event description:
It was reported that when inserting the screw, the tip of 3.5mm hex screwdriver broke and stuck in the screw head. Surgeon used pliers to remove the screw and then inserted a new screw with a different 3.5mm screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when inserting the screw, the tip of 3.5mm hex screwdriver broke and stuck in the screw head. Surgeon used pliers to remove the screw and then inserted a new screw with a different 3.5mm screwdriver.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. The breakage surface identified a brittle fracture.